Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the data related to atrial lead impedance could not be recovered from the device. No intervention was performed; the patient was stable and there were no adverse consequences.